Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. The device was reprogrammed. There was also noise noted on the ra channel when in unipolar configuration; however, it was noted to be myopotential noise. No further troubleshooting was performed. The device was reprogrammed again. No adverse patient effects were reported. The device remains in service.